Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she is retention patient and was able to void on her own for the first time in months, but the patient noted a burning sensation and thinks she has a urinary tract infection. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.